Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the physician could not cross the lesion with a taxus liberte (mr) ous - 24x2.25mm located in the distal left circumflex (d-lcx). According to the physician "the anatomy was very tortuous and the lesion calcified severe. Degree of stenosis was 75% and the type of lesion treated was progressive disease. The vascular access site was femoral." There were no injuries or complications noted. The patient's condition was noted to be "good". However, the analysis of the returned device found stent damage.

Manufacturer narrative:
Examination of the returned device revealed that the relevant stent was returned separate from the device. A visual and microscopic examination of the stent revealed severe stent damage on the entire stent. The stent struts were severly misaligned. This type of damage is consistent with the device encountering some form of restriction during the procedure. A slight kink was found on the hypotube. This type of damage is consistent with excessive force having been applied to the device. A review of the manufacturing documentation for both the top assembly found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.